Event description:
It was reported that suture placement was attempted in the right common femoral artery (rcfa) using the preclose technique prior to an endovascular aortic repair (evar). The arteriotomy was 7fr and during the evar procedure, the sheath was upsized to a 18fr sheath. Reportedly, a suture break occurred. The sutures of two additional proglide devices were used for successful suture placement. The evar procedure was completed and hemostasis was achieved with the sutures of the two additional proglide devices. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device and established in the pre-close technique. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: device was discarded. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported suture break; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.